Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed a visual inspection on the returned reader; no issue was observed. Attempted to perform built-in reader test but was unsuccessful. The reader powered on and a persistent ER-2 message was displayed. De-cased the reader and no issues were observed upon visual inspection of the pcba. The reader log was downloaded using an approved software. The reader log data contained event 264 and revealed that the reader serial number was blank (input commend sn), and unit of measurement was mismatched (event code 264 uom integrity check failure, hardware failure in internal flash memory or programming error). Performed a self-check on the returned reader with the third character of its own serial number to ensure the proper uom is being used. Manually reconfigured the reader's serial number, observing data corruption. Therefore, this issue is confirmed due to a corruption of configuration settings in external flash memory. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated.

Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter display and was unable to obtain readings. As a result, customer experienced heart raising and dizziness and was unable to self-treat, requiring healthcare professional (hcp) administration of unspecified injection, intravenous (IV) fluid, metformin and insulin for treatment of diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc devie. Customer received an error 2 message on their meter display and was unable to obtain readings. As a result, customer experienced heart raising and dizziness and was unable to self-treat, requiring healthcare professional (hcp) administration of unspecified injection, intravenous (IV) fluid, metformin and insulin for treatment of diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.